Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tube there was a film left on top of the sample.

Event description:
It was reported that before use of the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tube there was a film left on top of the sample.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has conducted further follow up with the customer, including a review of bd's recommendation storage conditions. The customer stated that the had switched to a different lot of tubes and have not observed this phenomena, since this action. Root cause description: based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.